Event description:
It was reported that the device was found in backup mode. Additional information was requested but was not available.

Event description:
It was reported that the device was found in backup mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis on the device image indicated the device went into backup due to a power-on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, pacing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device output. The cause of the por could not be determined, and the reset could not be reproduced.